Event description:
Boston scientific received information that this implantable lead was determined to have dislodged. The local boston scientific field representative reported that the patient had not been compliant with limiting their arm movement after implant. The patient was seen for a lead revision procedure where the lead was successfully repositioned. There were no additional adverse patient effects reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.